Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump was dropped and would not do nothing. It was also reported that he screen was blank. The troubleshooting was performed and the customer was advised to insert the new battery. Customer stated that the display did not return. The customer was advised to remove battery for 10 minutes. The customer was advised a battery out limit alarm will occur after the pump rest. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm low battery alert and unable to perform any tests due to blank display.